Event description:
Per customer, "we have received complaints from our (B)(6) office separately about false positive results on the below urine test. Both offices have the same lot number and have controls pass. Please review this and let me know if there are additional steps we should take."

Manufacturer narrative:
Per customer, "we have received complaints from our (B)(6) office separately about false positive results on the below urine test. Both offices have the same lot number and have controls pass. Please review this and let me know if there are additional steps we should take." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.